Manufacturer narrative:
Report source: article titled "one-year observation study upon a new augmentation procedure (radiofrequency-kyphoplasty) in the treatment of vertebral body compression fractures", by aw licht, w kramer. Device not returned; follow-up with author not possible as no contact info provided. Reference MFR report#: 2953769-2010-00386.

Event description:
In an article titled "one-year observation study upon a new augmentation procedure (radiofrequency-kyphoplasty) in the treatment of vertebral body compression fractures", the following was reported: once case of cement extravasation posterior resulting in spinal cord compression and incomplete paraplegia. No additional info was reported.